Manufacturer narrative:
Zimvie complaint: (B)(4). B3: date of event is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 are k013227.

Event description:
It was reported that the implant was removed due to peri implantitis and sinus perforation. Symptoms as a result of the event: abscess, site grafted with allograft.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv6b10, (impl tapered scr-v sbm 6m m 5.7mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and some damage around the external threads likely due to the removal process. However, no apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1252766. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252766 for similar events and no other complaint was identified. Review completed utilizing keywords: perforated sinus & peri-implantitis. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error / patient factors. Refer to attached summary investigation for peri-implantitis. Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. For peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.